Event description:
Consumer called to report needing hospitalization due to high readings on the meter. Was thinking the readings were accurate and was giving herself insulin accordingly.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.